Manufacturer narrative:
(B)(4). Carefusion technical support instructed the customer to check the connections to the gas delivery engine (gde) and monitor the unit to see if the error reoccurs.

Event description:
The customer reported an error code "bad ID hwss". According to the customer the issue occurred over a month ago, and now the unit was working fine with no issues. The issue was found during preventative maintenance. No patient involvement.